Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their device is not working well. Caller stated that since they've been there they have been experiencing so much pain and they didn't notice before that it wasn't working at all because it seems like it's charged, but they're not getting power and they are experiencing so much pain. Agent had caller connect the controller to the implant. Caller saw group b with programs 2-4. Caller was unable to locate program 1. Agent reviewed with caller how to switch to a different group; patient mentioned they tried all groups with the same result. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Rep reported there was no device issue. Patient just needed a reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.